Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m w/drive pcb. In addition, we confirmed that the objective lens unit cloudy (not clear view); however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.